Manufacturer narrative:
Clarification to b3 date of event: partial date provided as "last week, possibly last thursday" when the event was being reported on 18/jun/2025 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via MRI. The device remains implanted.